Event description:
High volume tubing is used to deliver carbon dioxide during laparoscopic procedures. Failure to prime the tubing with carbon dioxide prior to abdominal insufflation may result in the delivery of nitrogen-containing air to the abdominal cavity. We report a case in which initial insufflation of intraperitoneal gas resulted in immediate cardiovascular collapse requiring prolonged resuscitation. Persistent intracranial emboli following the arrest may have resulted from nitrogen contamination of the delivered gas. A (B) (6) female was brought to the operating room following ultrasound diagnosis of pyloric stenosis and appropriate volume resuscitation documented by normal electrolytes. Standard asa monitors including airway gas analysis using raman spectroscopy - ohmeda rascal-2- were utilized throughout the case. The stomach contents were evacuated with an orogastric tube prior to induction of anesthesia. The trachea was intubated with a 3.5 mm uncuffed endotracheal tube following a modified rapid sequence technique using propofol 7 mg and rocuronium 4 mg. Isoflurane in an air / oxygen mixture -fio2 .36- and controlled ventilation were used for maintenance of anesthesia. Approximately 30 minutes following induction of anesthesia, a laparoscopic trocar was placed. At the onset of carbon dioxide insufflation, the patient coughed. The end-tidal carbon dioxide -co2et- fell from 38 mmhg to 22 mmhg, and then increased to 27 mmhg. Within two minutes, however, there was no detectable co2et. The patient was mottled and ashen. Chest compressions were initiated and sequential doses of epinephrine administered both via peripheral IV and endotracheal tube for bradycardia and pulseless electrical activity. Pressure controlled ventilation with 100% oxygen was maintained through the resuscitation efforts. Direct laryngoscopy confirmed endotracheal tube position and pneumothorax was ruled out. Differential diagnosis of the cardiac arrest focused on inadequate preload from hemorrhage, or gas embolism creating outflow tract obstruction. The surgeon reported a small extraperitoneal laceration of the umbilical vein. Open laparotomy failed to demonstrate any additional source of bleeding. Femoral venous and arterial catheters and near-infrared spectroscopy probes were placed during the resuscitation. Spontaneous circulation and ventilation returned thirty-six minutes after the initial loss of end-tidal co2 and blood pressure. Pyloromyotomy and closure of the abdominal incision followed with resuscitation. The patient was treated for documented intracranial arterial gas emboli with a series of hyperbaric oxygen treatments according to (B) (4). CT scan verified resolution of the intracranial air after the treatment. Additional supportive measures included moderate hypothermia to 33 degrees - 34 degrees celsius, deliberate hypercapnia, and barbiturate, benzodiazepine and narcotic sedation for seizure prophylaxis and reduction of cerebral and systemic metabolic demands for oxygen during the reperfusion stage of ischemic injury. Although magnetic resonance imaging demonstrated watershed infarcts in the right frontal and parietal regions, neurological examination was normal at the time of discharge nine days following the arrest. She continues to thrive and meet developmental milestones. This case report shows the potential for catastrophic cardiovascular collapse associated with gas emboli during laparoscopic procedures in (B) (6). Persistent fetal cardiovascular anatomy increases the risk of gas emboli during laparoscopic procedures, particularly when periumbilical or umbilical approach is employed. There are two possible sources of nitrogen during laparoscopy: direct entry of room air through a lacerated extraperitoneal vessel, and residual air within the endoscopic tubing entering the peritoneum during insufflation, which may enter the circulation through a bleeding vessel anytime throughout the procedure. The tubing currently in use in our institution for laparoscopy has a volume of 230 ml. Priming the equipment with carbon dioxide prior to use is neither routine nor suggested by manufacturer instructions. There is no warning on any of the instruments that air may be introduced during insufflation. Animal studies suggest that 50 ml / kg co2 is a reliably fatal dose. Current tubing design poses an inherent increased risk of catastrophic events for the (B) (6), regardless of the gas delivered. Serious neurological complications following laparoscopy may occur and nitrogen may increase the severity of these complications. The risk of the umbilical approach in (B) (6) is greater than for older patients who lack residual fetal vessels that may permit right-to-left shunting and paradoxical emboli. Purging insufflation tubing of air is necessary to reduce the risk of nitrogen-containing emboli. A heightened awareness among both clinicians and medical suppliers of potential catastrophic events caused by room air contamination of insufflating gases is essential to safeguard against future accidents. Please refer to these additional case reports of similar events. Kudsi o, jones s, brenn b: carbon dioxide embolism in a 3-week-old neonate during laparoscopic pyloromyotomy: a case report. J pediatr surgery 2009; 44: 842 e5. Mattei p, tyler d: carbon dioxide embolism during laparoscopic cholecystectomy due to a patent paraumbilical vein. J pediatr surgery 2007; 42: 570-2. Lalwani k, aliason I: cardiac arrest in the neonate during laparoscopic surgery. Anesth analg 2009; 109: 760-2. Diagnosis or reason for use: laparoscopic pyloromyotomy.